Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The device was returned for investigation. The console was tested after arriving in fs. Purge retainer was confirmed to be broken. The cause of the issue was a defective component.

Event description:
The user facility reported the purge disk blue holder broke off while the staff was removing the impella connections from the console after completion of a case. As such, there was no patient harm as a result of the noted issue.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.